Event description:
In 2008, the pt expired. The cause of death was cardiac. A male pt with a bmi of 29.3 kg/m2 was enrolled in the study in 2007 with 3-vessel disease. The main indication for the intervention was an acute myocardial infarction (mi). The target lesion was a native, proximal left anterior descending artery. The lesion was de novo. The diameter of the vessel was 3 mm. The length of the lesion was 25 mm. The rate of stenosis was 90%. Timi flow was 1 pre-procedure. The lesion was concentric and described as moderately calcified with an irregular contour. There was no thrombus present at the target site. The lesion was pre-dilated with a 2 mm balloon at 14 atmospheres (atms). A cypher select 3.00 x 28 mm stent was placed at the lesion. The stent was not post-dilated. The procedure was completed and the pt was discharged eight days later with aspirin and clopidogrel prescribed. In early 2008, the pt suffered severe angina, congestive heart failure and was precipitated by severe anemia. The event required a prolonged hospital stay and was resolved without sequel. Eight months later, the pt died suddenly, presumably of cardiac arrhythmia. There was no evidence of stent thrombosis or mi. An autopsy was not performed. The pt's last office visit was one week prior to original date, with complaint of heart failure. The pt was known to have a severe lv dysfunction immediately before and after his index pci. The event was evaluated and was determined to be possibly related to the index procedure and possibly related to the cordis product.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states.